Event description:
It was reported the implantable neurostimulator was being moved. The next day it was reported there was irritation at the belt line when the patient wore the belt. It was stated the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 3555 carrier, serial# unknown, product type: accessory; product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 3487a-33, lot# j0519327v, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).